Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch#: 289d80. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. No functional test was performed as the device would not close. Upon disassembling, the pin closure yoke was not properly aligned and it was resting against the release button wall, not allowing the device to close. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number: m9a69d, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 289d80 and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device got stuck and did not staple (did not fire). There was no patient consequence nor surgical delay reported. No additional information provided.